Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in superficial femoral artery for a thrombosed stent, the catheter head allegedly became stuck and could not be retracted. It was further reported that the healthcare professional had to remove the sheath from the patient body to extract the catheter. Upon removal, it was found that the helix of the catheter has penetrated the sheath. The procedure was completed using another treatment method. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation. A physical investigation was performed for the catheter. The catheter was received with the guide wire and introducer sheath attached to it. The introducer sheath was broken at 16 cm from the tip of it. The tube had a hole at 52 cm from the tip of the catheter and the broken helix was peeking out 2 cm. Helix was pulled out of the tube and was found broken at 51 cm from the tip of the catheter. It was not possible to specify the root cause further using the information provided by the user. Therefore, the investigation was confirmed for the helix break. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 -date: (B)(6) 2027. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in superficial femoral artery for a thrombosed stent, the catheter head allegedly became stuck and could not be retracted. It was further reported that the healthcare professional had to remove the sheath from the patient body to extract the catheter. Upon removal, it was found that the helix of the catheter has penetrated the sheath. The procedure was completed using another treatment method. There was no reported patient injury.